Event description:
A1059 mayfield skull clamp was being used during a procedure. The patient's head slipped causing lacerations.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.